Manufacturer narrative:
Evaluation summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the lcs15 device was returned with the blade scratched and cracked. The blade was also found to have a hot spot. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.

Event description:
It was reported that during a hysterectomy procedure, the device alarmed during the case, the generator gave an error code "5" used bi-polar electronic device to finish the procedure. No patient consequence.